Manufacturer narrative:
During processing of this complaint, the product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: failure to deflate balloon requiring surgical intervention device issue: failure to deflate. It was reported that the espirit balloon catheter was used to treat a perforation that occurred during deployment of another company's stent , the espirit balloon inflated without any problems and while inflating the balloon an iabp was inserted. An attempt was made to deflate the espirit balloon catheter; however, the balloon would not deflate. Various attempts were made to deflate the balloon, but it did not respond. Due to prolonged attempts to deflate the balloon, thrombosis became abundant and the cx was occluded. The pt was sent to surgery to remove the balloon catheter. After CABG, the pt suffered acute renal failure. No add'l event or pt info is available.